Event description:
The pt had no stimulation sensation on the right side and stimulation in the wrong location on the left side. A lead fracture was confirmed via fluoroscopy (date not reported). A revision was planned. In 2008, it was reported that the pt was not getting any stimulation in his painful area (knee). They ran impedances and found all >3600 ohms. The pt was taken into surgery and the lead was screened with the pt in the prone position. The pt got stimulation and impedances were within normal range on the first lead. The pt was getting stimulation on the second lead, but impedances were >40,000 ohms on all but the #8 contact. The leads were reattached to the implantable neurostimulator (ins) and they got simulation again. They closed up and tried getting stimulation in recovery with the pt in the supine position. The pt got no stimulation and all electrodes on second lead showed >40,000 ohms except the #12 electrode. They had the pt flip onto his stomach and the pt got stimulation, but it was intermittent and not smooth; impedances were noted to be the same as above (the impedances on first lead were normal). The leads were then replaced. There was reported to be no pt injury. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis of lead revealed no significant anomalies; lead is functionally ok. Final device analysis of lead revealed all conductors are broken at bends in lead located 20 and 20.8 cm from the distal end. Final device analysis of the titan anchor revealed the anchor separated.